Manufacturer narrative:
The insulin pump alarmed for a failed battery test due to a corroded battery tube. No blank display was noted. No damage was noted to the isolation tape. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube.

Event description:
It was reported that the customer had a battery out alarm occur with their insulin pump. Customer's blood glucose level was reported at 180 mg/dl. Product is being replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.